Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(6).

Event description:
It was reported the patient's left chest drainage catheter (pleural) came apart at the connection. As a result, the catheter was removed from the patient.